Event description:
Approx two weeks after initial surgery, the pt was complaining of increased back pain, lower extremity sciatica and a crunching feeling. X-rays were taken and it was determined that the screw heads of the two implanted screws had broken from the threaded portion of the screw. In 2009, another surgery was performed to remove the screw heads and the threaded portion remained in the pt.

Manufacturer narrative:
After speaking with physician, it was determined that while adding onto an existing construct the leverage created by connecting the new construct to the existing construct was too excessive. The physician also mentioned that the pt was big and strong and that further strained the construct. The conclusion is that the product was within specification and no discrepancies could be found.additional lot # aa103637a.